Event description:
On (B)(6) 2011, it was initially reported that the pt had recently noticed slight swelling/tenderness at the catheter incision, on the pt's back. Increased spasticity was also noted to have occurred at night. No activity or obvious changes were noted, which would have resulted in the new symptoms. The medication administered via the pump was baclofen. On (B)(6) 2011, it was further reported that the pt was scheduled for a catheter replacement/revision procedure today. X-rays were indicated to have "looked ok". On (B)(6) 2011, it was reported that no product was to be returned to the MFR. The pt's outcome regarding the revision/replacement procedure was indicated as unk. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).